Event description:
Upon removal from pt, the hub disconnected from the sheath. The sheath remained in the pt resulting in blood leakage. There was enough sheath remaining outside pt to grasp and remove.